Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose between 300 mg/dl and 400 mg/dl. Customer was not sure what was causing high blood glucose. Customer's symptoms of high blood glucose were; vomiting, diarrhea, nausea, abdominal pain and no difficulty breathing. Customer treated high blood glucose with a bolus and manual injection. Customer went to the emergency room as a result of high blood glucose. Customer inquired on the different types of bolus; customer was educated. Customer was not able to continue troubleshooting due to getting ready to see the doctor.